Manufacturer narrative:
(B)(4). Eval: results: (occlusion, tvr).

Event description:
Pt rec'd an endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad during index procedure with no issue reported; however, it was reported that approx 6 months post procedure, the pt presented with chest pain. Occlusion was confirmed within the relevant stent and CABG was performed. Pt is reported to be recovered and no other clinical sequelae were reported. Investigator reported a possible relation between the reported events and the relevant stent and a definite relation between the reported event and the procedure.